Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock connection was leaking. During troubleshooting with tandem's technical support, the user unscrewed the luer lock connection and reconnected it. The user's blood glucose level was 239 mg/dl.